Event description:
The 18fr sheath was advanced up the left external and common iliac into the aorta. After the undeployed excluder device was placed at the renals, the sheath was pulled back with noted tightness. Despite observing caution during withdrawal, the external iliac artery avulsed at the level of the iliac bifurcation. The pt experienced significant blood loss resulting in lot pulse and blood pressure. Upon stabilization of the pt, the physician proceeded with an open surgical repair of the abdominal aortic aneurysm and arterial repair.